Event description:
As reported to coloplast though not verified, it was reported that the pt was implanted with mesh product on (B)(6) 2010. On or about (B)(6) 2011 pt underwent unsuccessful attempt to remove mesh product. Pt has experienced mental and physical pain, has undergone corrective surgery and will likely undergo further corrective surgery and has endured impaired physical relations.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.